Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). The cause of this peritonitis was use error described as patient made mistake/touch contamination, did not wear a mask and did not clean the exchange area before starting pd therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced peritonitis due to a break in aseptic technique, further described as patient made mistake/touch contamination, did not wear a mask and did not clean the exchange area before starting peritoneal dialysis therapy with unknown baxter disposables. The patient was hospitalized for the event for 3 days. The patient was treated with vancomycin and rocephin (doses, frequencies and route not reported) for peritonitis. At the time of this report, the patient had not yet been retrained. The patient was recovering from the peritonitis event. This is report 1 of 2.